Event description:
Customer returned the device for evaluation and repair of a stretched image being displayed issue. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that noise is generated and there is no image. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that it was observed that noise is generated and there is no image. This is attributed to the damage to the video connector board. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system olympus will continue to monitor field performance for this device.